Event description:
Pt came in on (B)(6) 2014 for her scheduled weekly visit. She arrived and described her depression has worsening. She was tearful upon interview and reported negative thoughts and a slight decrease in energy. Overall her mood was low, but her mood was still influenced by external events. She also reported no difficulty sleeping and an interest in the holidays and starting a diet (successfully lost 2 lbs). Pt called on (B)(6) 2014 due to worsening depression. She described her mood as very low and she was advised to come in for an unscheduled follow up visit with dr (B)(6). Again she was tearful, yet was able to brighten up at times during the conversation. Pt asked to reduce her trileptal and dr (B)(6) did begin down-titrating her medication on (B)(6) 2014 after speaking with the study physicians. Pt was given the 24 our contact numbers and was instructed to seek immediate medical attention if her depression worsened. At this time, she denied any suicidal ideations, but did report sometimes she thinks she would be better off not being here. On friday afternoon, (B)(6) called the pt to check in and see if she had any questions regarding her medication. Pt reported starting to down-titrate trileptal. She denied any suicidal ideations and said her mood was the same as yesterday. I advised the pt to seek immediate medical attention or call 9-1-1 if her mood worsens or she has any suicidal ideations. I again reminded her of the clinic 24 hour numbers as well as 911. Pt verbalized agreement. On (B)(6) 2014, pt texted dr (B)(6) with a worsening of symptoms and reported that she was suicidal. Dr (B)(6)I immediately called to pt and the pt did not respond. He left a message advising the pt to seek immediate medical attention or to call 911. He also sent this to the pt via text. Pt did not reply or call dr (B)(6) back until (B)(6) 2014 at 6pm. Pt reported that was okay and not suicidal anymore. Dr (B)(6) again advised the pt to seek immediate medical attention if suicidal ideations return or pt's depression worsens. Pt verbalized agreement. On (B)(6) 2014, (B)(6) called the pt to check in. Pt reported a worsening of her depression. Pt reported a decrease in her overall mood, tearfulness, lassitude, and a decrease in energy. She was also ruminating on her husband being upset at her. After discussing the pt's symptoms, she was advised to seek immediate medical attention and told to go to the nearest hospital. Pt reported that she didn't want to call 911 and she wanted to wait until her husband got off work. I then spoke with dr (B)(6) who made arrangements for the pt to be hospitalized to hcpc on the mood disorder specialty unit under dr (B)(6). Dr (B)(6) and (B)(6) then called back the pt and her husband to let them know that arrangements had been made for her stay at hcpc and she could go ahead and be admitted at the walk-in clinic. Pt and husband verbalized agreement to take her to hcpc as soon as possible. Pt was also advised to take her medications with her. She agreed to take medications. Pt was voluntarily admitted on (B)(6) 2014, at approximately 5pm. Pt will continue weekly follow up visits while admitted to hcpc. She will also remain in the study. A study staff member will check-in with the pt and see her daily progress. The study team will work alongside dr (B)(6) to follow all procedures outlined in the study protocol (ie. No change in medications).